Event description:
Customer reported issue with pump screen, indicating it was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset but issue persisted, leading to pump replacement. Customer chose to use mdi as backup therapy, and expressed interest in obtaining an out-of-warranty loaner pump.